Event description:
Surgery was scheduled to replace a broken spinal rod. However, examination of the pre-op film in the operating room revealed that two rods were broken. Revision surgery was performed to explant and replace the two broken rods. As surgical intervention was performed, a medwatch report is being filed to document this event. See medwatch report# 1526439-2008-00074 for the other rod that was involved in this event.

Manufacturer narrative:
No definitive conclusions can be made. The device is intended to be a temporary fixation device to aid in the process of fusion and breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.